Manufacturer narrative:
Product event summary # o-arm matters occurrence of frame grabber error. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a sacroiliac and thor aco lumbar procedure the system displayed an error message of "frame grabber error occurred". The site pressed the "ok" button in the error window and were able to use the system without any further issues. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The mobile viewing station cable was returned to the manufacturer for analysis. Analysis found that the cable passed the bench, gbit, 100t and continuity tests when tested using a cable validator. When the cable was installed on a test system for several days, teh system charged, readied, and communicated as expected. 2d and 3d imaging was performed successfully. Motion and calibration were successful. No problem found. If information is provided in the future, a supplemental report will be issued.